Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery, the surgeon was going to use the absorbable clip and reusable single applier for bile duct ligation. After applying the clip, the doctor found that the black clip outer cover was broken, and immediately took it out and replaced it with another clip to successfully complete the ligation. The same handle was used to continue the case. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon was going to use the absorbable clip and reusable single applier for bile duct ligation. After applying the clip, the doctor found that the black clip outer cover was broken, and immediately took it out and replaced it with another clip to successfully complete the ligation. The same handle was used to continue the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.